Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that when the needle was removed from the sensor, the cannula came out through the top. The customer's blood glucose reading was 132 mg/dl at the time of incident. The customer was advised on proper insertion methods. Customer indicated that the sensor would be returned for analysis and that the device would be replaced. No further details were provided.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor. Found the sensor cannula was retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.